Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that boston scientific received a threat of litigation related to this device. The device remains in service with no device issues reported. No additional adverse patient effects were reported. Information was later received that this pacemaker transitioned to safety mode. The patient was reported to have experienced syncope and a fall. This device was subsequently explanted and replace. No additional adverse patient effects were reported.